Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the (B)(4) radiolucent swivel adaptor broke off in the skull clamp. Details about the event have been requested.